Manufacturer narrative:
Signal coil cord.

Event description:
It was reported by service report that the bed would not raise or lower electronically when using either siderail or the footboard. It is unk if there was pt involvement, however, no adverse consequences are reported.